Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a sigmoid colectomy, a circular stapler was used and did not have a complete firing. During the firing process, the doctor closed the stapler till there was sufficient tension/twisting on the device. Even after twisting hard on the device the orange line on the stapler was not moving at all. Even with the device not in the range the doctor was able to take off the safety and fire the device. The anterior portion of the anastomosis was completely open. The doctor said he had never seen this occur before. This was then cut and another device was used. This time it was fired in the same way as previous and has a small leak in the anterior portion which was oversewn and passed a leak test. There were no patient consequences.